Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficult to inflate and difficult to deflate are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Correction to h7 if remedial act init, type. Correction to h9 correction/removal reporting #.

Event description:
A patient with an inflatable penile prosthesis (ipp) reported experiencing issues with the pump, including difficulty inflating and deflating. The patient also stated that revision surgery is scheduled for (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficult to inflate and difficult to deflate are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
A patient with an inflatable penile prosthesis (ipp) reported experiencing issues with the pump, including difficulty inflating and deflating. The patient also stated that revision surgery is scheduled for (B)(6) 2025. No additional information was provided.